Event description:
It was reported that medical attention was sought on (B)(6) 2017 after the end received higher than normal blood glucose results from her prodigy diabetes meter. The end user was sweaty and felt light headed accompanied with a blood glucose reading of 455 mg/dl. The end user was taken to the ER and upon arrival her blood glucose was 170 mg/dl. No treatment was administered to assist in stabilizing her blood glucose since it was within normal range. After several hours in the ER the end user was discharged with a blood glucose reading of 160 mg/dl. No additional details were provided in regards to this medical event.